Event description:
It was reported that the patient was implanted with an r3 system in her left hip on (B)(6) 2012. She was subsequently diagnosed with metallosis due to a dual taper femoral stem and, as a result, underwent revision surgery on (B)(6) 2018. The stem and the femoral head were explanted and replaced with competitor¿s devices. The patient tolerated the procedure well.

Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms it was reported that the patient was implanted with an r3 system in her left hip on (B)(6) 2012. She was subsequently diagnosed with metallosis and, as a result, underwent revision surgery on (B)(6) 2018. The implantation operative report was reviewed, but does not offer information that will aid in the investigation. The provided lab report of cobalt 18.6 g/l is noted to be elevated, but without additional medical information the root cause cannot be determined. Without supporting medical documentation, a thorough medical assessment of the reported metallosis and subsequent revision cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the patient was implanted with an r3 system in her left hip on (B)(6) 2012. She was subsequently diagnosed with metallosis and, as a result, underwent revision surgery on (B)(6) 2018.